Event description:
It was reported that the ext set w/vlv port & ll clamp did not occlude the tube and allowed dripping. The following information was provided by the initial reporter: we are having an issue with 30204e set IV extension 8in 1-port were the clamp is not occluding the tube and allowed dripping. It¿s unclear to us if this is lot number based or an issue with the product as a whole.

Manufacturer narrative:
One photo was returned by the customer. No product was returned by customer. The customer complaint of the slide clamp not occluding the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30204e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext set w/vlv port & ll clamp did not occlude the tube and allowed dripping. The following information was provided by the initial reporter: we are having an issue with 30204e set IV extension 8in 1-port were the clamp is not occluding the tube and allowed dripping. It¿s unclear to us if this is lot number based or an issue with the product as a whole.